Event description:
A customer reported to beckman coulter (bec) that the synchron lx20 pro clinical chemistry system failed calibrations for salicylate, acetaminophen, and digoxin assays, after syringe maintenance was performed. While troubleshooting with bec customer technical support, the customer noted that there was a teaspoonful of fluid under reagent probe a and a couple of drops of fluid under reagent probe b. The customer was wearing a lab coat, gloves, and a face shield at the time of the occurrence. The customer did not review material safety data sheet, but has a risk management plan in place. The customer did not seek medical attention, and there was no report of injury or exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. A bec field service engineer (fse) visited the site and found that the a/b valve was not fully rotating. The fse replaced the valve, and resolved the leak.

Manufacturer narrative:
(B)(4).